Event description:
Dealer states this head spring section is broken at a weld where the head and footspring go together.

Manufacturer narrative:
The product was returned and evaluated ((B)(4)). The results of the return evaluation are: the broken weld at the right latch and rail head frame. There were no other broken welds on the head spring.